Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: the pump (B)(6) and the controller (B)(6) were not returned for evaluation. A review of the device history record was not performed as the reported event and analysis are not related to a manufacturing or servicing issue. Log file analysis revealed one (1) low flow alarm logged on (B)(6) 2024 at 11:16:06. Furthermore, log file analysis revealed a decrease in power consumption and estimated flow beginning on (B)(6) 2024, the parameters remained within normal operating range. As a result, the reported low flow event was confirmed. The reported no sound event could not be confirmed due to insufficient evidence. Based on the available information, the device may have caused or contributed to the reported event. Based on the risk documentation, possible causes of the reported low flow event may be attributed to multiple factors including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, poor vad filling, and/or inappropriate pump rotational speed. Applicable risk documentation and experience with events of similar circumstances were considered; a possible root cause of the reported no sound event may be attributed to, but not limited to, an obstruction of the gore-tex membrane and/or a damaged speaker. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Additional products: d4: serial or lot#: (B)(6) h3: yes h6: the codes present in section h6 correspond to components/products that comprise the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that a low flow alarm was triggered on purpose by adjusting the alarm threshold setting and an alarm sound was confirmed to have occurred. It was also noted that the original low flow alarm where no sound was heard was logged in the data log files, and it was suspected that the alarm sound was just missed by the patient.

Manufacturer narrative:
A supplemental report is being submitted for additional information. Additional products: d1: heartware ventricular assist system ¿ controller 2.0 d4: model #: 1420 / catalog #: 1420 / expiration date: 30-apr-2023 / serial #: (B)(6) UDI #: (B)(4)2. H4: mfg date: 12-apr-2022 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Additional products: d1: heartware ventricular assist system ¿ controller d4: expiration date: dd-mmm-yyyy / UDI #: asku d9: no h3: no h4: mfg date: dd-mmm-yyyy h5: no h6: the codes present in section h6 correspond to components/products that comprise the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the ventricular assist device (vad) patient reported that a low flow alarm was displayed on the controller screen, but the sound was not heard. As a precaution, the low flow alarm setting will be changed temporarily to verify whether the alarm sound will function properly. The vad is included in the subgroup 3 population for delay or failure to restart. The vad and controller remain in use. No patient complications have been reported as a result of this event.